Manufacturer narrative:
Case outcome: batch records for final product manufacture and qc record for cfl4090018 were reviewed and no abnormal issue was found in manufacturing process, technical testing and quality control inspection. The test results of retention samples from cfl4090018 met the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified.

Event description:
Invalid result(s): customer purchased a flowflex plus 3-in-1 kit and no results displayed. No c or t line appeared. The test was performed correctly and she waited 15 minutes. The sample was dispensed into the s well. The kit was purchased at albertsons. Picture provided.